Event description:
The return needle infiltrated mid-rinseback. The customer wanted to know how to unload the tubing. The pt was disconnected from the device. The operator was instructed on how to change mode and unload. The pt info is unavailable at this time. The disposable is unavailable for return. This report is being filed due to insufficient info to determine if a malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.